Manufacturer narrative:
The user facility reported that the problem was with the maj-1430, video scope cable, used to connect the cv-190 device. Another maj-1430 was used to complete the procedure. The connector was returned for a trade in and there was no problem with the processor. If additional information is obtained, a supplemental report will be filed.

Event description:
A health professional at a user facility called olympus to report that they were not able to obtain an image while using a video system center. The issue occurred before a diagnostic procedure. There were no delays or injuries reported. The procedure was completed using the same device. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no abnormality with the subject device and the video scope cable (mh-1430) broke down causing the event.